Manufacturer narrative:
Additional product code: hto. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during ria case for bone grafting, drive shaft, tube assembly and reamer head was attached as per normal. Surgeon start to ream the drive shaft appeared to be broken, while no obvious metal fragments was presumed. The shaft had been damaged in previous surgery and as it was a loan set there was no record of previous case. New drive shaft and tube assembly opened and case proceeded as normal. Surgery was completed successfully with five(5) minutes surgical delay and no patient consequences. This report is for one (1) ria tube assembly min 520mm length-sterile for 314.743. This is report 1 of 2 for complaint (B)(4).